Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found.

Event description:
It was reported that when the lead was tested during the implant procedure, the lead had high impedance and high thresholds. The lead was repositioned several times but the numbers didn't improve. The lead was removed and replaced. No patient complications have been reported as a result of this event.